Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. No viscoelastic is observed in the nozzle ort the tip. The plunger has been advanced over the lens. The trailing haptic is folded in on the optic. . Viscoelastic was not provided. It is unknown if the qualified product was used. A plunger override was observed. The root cause may be related to a failure to follow the dfu. Inadequate viscoelastic was observed in the device. No viscoelastic is observed in the nozzle ort the tip. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device has not been returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that when an intraocular lens (iol) was being primed for use, the plunger overrode the lens and scratched it, prior to the device coming into contact with a patient. Additional information was requested.